Manufacturer narrative:
H10: h2, h3, h6. The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a broken lanyard. A functional evaluation found a jammed motor. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or one or more of the motor phases shorting out.

Manufacturer narrative:
Internal complaint reference case (B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during use motor drive unit turned off when was being used. It is unknown if there was any delay or backup available; hence, it is unknown how the procedure was completed, no other complications were reported. Preliminary results of investigation found a jammed motor which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.